Manufacturer narrative:
Concomitant medical products: adsr01 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) leads exhibited no capture at max output and low impedance. Both leads were capped and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.